Event description:
The customer reported sparking from exposed wires on the pump in style transformer which is a safety risk.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to follow up with the customer to get additional complaint info are still ongoing. The product involved in the complaint was not returned for eval/ investigation. Therefore, no conclusion can be made as to the cause of the event at this time. Should additional information, or the original product, be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are ongoing.